Event description:
Reporter called to report an adverse event that occurred after inserting her omnipod in the upper area of her arm. Reporter is a type 1 diabetic where, approximately one day after insertion, she starting developing severe pain, erythema, a fever-like sensation and purplish discoloration of her skin in the area under the omnipod. Reporter removed the device and put a replacement pod onto her hip area. The following day, symptoms continued with her arm that included throbbing pain, development of a hard lump in the area and the appearance of a "bubbly rash" that had pus. Reporter went to the hospital to have it checked and learned that she had cellulitis at the insertion site of the omnipod. Reporter initially put hydrocortisone and neosporin onto the insertion site but was subsequently prescribed an antibiotic to treat the infection. Reporter's doctor advised her to report this incident as it could be related to a contaminated device that was sent to her.